Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. On (B)(6) 2015 the average rv pacing impedance drops to 391 ohms from a trend of 523 to 567 ohms. (B)(4).

Event description:
It was reported that there was impedance on the right ventricular (rv) lead. The lead was capped and replaced. During the lead revision, the device paced with 120bpm although the device was programmed to vvir, 60bpm. The customer interpreted this pacemaker behavior as inappropriate. The device was explanted and replaced. No patient complications have been reported as a result of this event.